Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated. Visual inspection identified the outside radius of the device shows multiple circular indentations. DHR was reviewed and no discrepancies were found. The root cause is unable to be determined. A summary of the investigation was sent to the reporter. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for the investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2020-00736.

Event description:
It was reported that during a hip procedure, the e1 liner would not assemble with the g7 cup. The surgery was completed with back up product with no reported harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.